Event description:
During verification testing at the manufacturing facility, the device delivered less than intended.

Manufacturer narrative:
During testing, the device underdelivered. This was due to the plunger home position being out of specification. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.